Manufacturer narrative:
Product event summary: analysis was unable to confirm the stated reason for return of "a problem with the lead connection." The analyzer was noted to be working correctly with no abnormalities found. The device was mechanically intact and passed all incoming functional tests. Additionally, it also passed its final functional and systems tests.

Event description:
It was reported that the software analyzer had an issue with the lead connection. The analyzer has not been returned to service. It was indicated that there was no patient involvement associated with this event. It was further reported that the product had been returned to service.